Manufacturer narrative:
Button error alarm and no button response due to corroded keypad trace. No moisture damage on electronics and motor noted. Pump received with cracked battery tube threads, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer was not able to deliver a bolus due to buttons not responding. Customer states that insulin pump may have been exposed to fluid. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.